Event description:
Patient was revised to address poly wear of the patella and insert, and mid-flexion instability. (Left knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted patella confirmed unanticipated wear. Although the investigation could not draw any conclusions about the root cause of the patella wear, the reported mid-flexion instability is a possible contributing factor. No evidence was found indicating product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.